Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions quality control, trends, visual inspection and functional testing was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The actual device was returned to the manufacturer for evaluation. Device was returned in an open and used condition. A visual examination revealed biomatter pieces present in all three lumens, with the largest amount of biomatter seen within the yellow lumen line. A syringe was connected to the red hub and water was flushed through the device. The water flowed easily with no major occlusion. A syringe was then connected to the yellow hub and water was flushed through the device. The water had difficulty flowing and was met with some resistance, indicating partial occlusion of the line. No indication of leakage. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other similar reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use such as: "preliminary reports indicate that catheter size can influence clotting: larger diameter catheters tend to promote clots. The catheter size should be as small as the use will allow. To prevent clotting or possibility of air embolus, .......... The triple-lumen's #2 and #3 lumens .... Should be filled with saline solution or heparinized saline solution (100 units of heparin per ml of saline is usually adequate), depending on institutional protocol, prior to catheter introduction." Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the internal investigation.

Event description:
International customer reported that the triple lumen central venous catheter was placed in the subclavian vein. The catheters' red hub reportedly clotted right after placement. Attempts to flush or return blood through the device could not be accomplished. No further event details were provided.